Manufacturer narrative:
Additional information: device available for evaluation; returned to manufacturer on: 7/24/2019. Device evaluation: the sample was received. The lens was evaluated and was observed with residues of viscoelastic and the lens was cut. The condition observed is consistent with a lens that has been explanted. The reported issue was not verified however a lens cut was confirmed but it could not be determined if the condition observed is related to manufacturing process as the reported lens was used and cut in a surgical procedure. Based on the product returned evaluation, a product quality deficiency or product malfunction could not be determined. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a za9002 intraocular lens (iol) was implanted but later explanted/exchanged due to the patient experiencing residual myopia. It was stated that there was no incision enlargement, no vitrectomy and no sutures were required. The patient has recovered post exchanged. No additional information was provided.